Event description:
New information received noted that the patient's right ventricular lead also exhibited noise. The patient was asymptomatic but pacemaker dependent. The patient was stable following the revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead fractured. The lead was capped and replaced on (B)(6) 2019.